Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
The customer's daughter is calling complaining of high blood glucose results on father's meter. The customer's expected fasting blood glucose test result range is less than 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication / insulin to manage diabetes. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 354 mg/dl and 394 mg/dl. The product is stored in the dining room. The test strip lot manufacturer's expiration date is 03/24/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 230mg/dl, (B)(6) 2016 06:30am, fasting: yes. 207mg/dl, (B)(6) 2016 06:30am, fasting: yes. 230mg/dl, (B)(6) 2016 06:30am, fasting: yes. 234mg/dl, (B)(6) 2016 06:30am, fasting: yes. 296mg/dl, (B)(6) 2016 06:30am, fasting: yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
The customer's daughter is calling complaining of high blood glucose results on father's meter. The customer's expected fasting blood glucose test result range is less than 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication / insulin to manage diabetes. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 354 mg/dl and 394 mg/dl. The product is stored in the dining room. The test strip lot manufacturer's expiration date is 03/24/2018 and open vial date is 02/18/2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.